Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged audio and vibrate has stop working found on 11/30/2021. The pump passed the displacement test and self test. Enabled audio and vibrate in the audio options menu and adjusted the audio volume 1-5; each setting functioned properly. Removed the battery cap and the pump alarmed insert battery with audio tones properly. Successfully downloaded the trace and history files using thus and carelink upload was successful. The pump was programmed with a guardian link 3 transmitter and test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. Programmed the alert on high alarm to 215 mg/dl, calibrated the pump for a 241 mg/dl, and after the calibration the pump alarmed alert (with audio and vibrate) on high at 240 mg/dl properly. The pump was monitored for one day with no errors or alarms. No absence of audio and vibrate noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Absence of audio and vibrate during alerts complaint are not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated insulin pump did not vibrate when it is supposed. Customer also reported insulin pump did not audibly alarm anymore. No harm requiring medical intervention was reported. The device will not be returned for analysis.